Event description:
Pt receiving taxol via filtered nitro tubing. Pt notified rn that tubing appeared to be leaking. Taxol was found to be leaking from a broken seal at top of chamber. Taxol spilled on to pt's hand. While no injury occurred, both the pt and staff were contaminated. MFR has stated nitro set is safe to use with taxol.